Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods") and pain ("pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower, menstruation irregular and pain outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular and pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and device dislocation ('essure device: migration of essure device location of device: unknown') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and intestinal obstruction ("gastrointestinal or digestive system condition type: partial bowel obstruction"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with surgery (removal of essure and removal of essure). Essure was removed. At the time of the report, the abdominal pain lower, device dislocation, menstruation irregular, pelvic pain and intestinal obstruction outcome was unknown. The reporter considered abdominal pain lower, device dislocation, intestinal obstruction, menstruation irregular and pelvic pain to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: results: tubal occlusion wires are noted bilaterally. Computerised tomogram pelvis - on (B)(6) 2011: results: right tubal ligation wire is identified.. Ultrasound kidney - on (B)(6) 2009: results: mild bilateral hydronephrosis.. Diagnostic results: on (B)(6) 2011 ,ultrasound scan right tubal ligation wire is identified. The left wire is not clearly visualized. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received: newly added events- partial bowel obstruction, device migration, consumer height was added and address were updated, dob were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.